Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 558 mg/dl. The customer was treated high using the pump. Customer's blood glucose value was 558 mg/dl at time of incident. The customer declined troubleshoot for high blood glucose levels. Customer stated they had issues with no delivery alarm. Troubleshoot was performed for no delivery. Customer is reporting a past event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. The product was returned for analysis.